Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3763065. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2014 and the mesh was implanted. The patient reported that the strip has "stalled" or "torn" on the right side. Since then, the patient experienced a vaginal pain, pain in the groin, hip, buttock and right leg, loss of flexibility in the right hip and urinary infections. Since january, it has been very difficult to play sports. The patient met urologist, who has done the procedure, three times since january, gynecologist once and a second urologist. It was found that the mesh caused pain and must be partially removed but the patient is looking for total removal and assessing all possible options. No further information is available.